Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection in the internal carotid artery (ica). An unplanned additional stent was placed to cover the dissection. There were no further complications reported.